Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 12 days since the bravo procedure took place and the capsule was still attached to esophageal wall. The pt reported discomfort, he had an x-ray and it was verified that the capsule was still attached. The doctor received the required info including a technique to detach a retained capsule.

Manufacturer narrative:
No pt injury has occurred following this incident.